Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the fast fix 360 failed. The patient suffered a fall one month before the surgery, resulting in irregular fractures of the medial and lateral meniscus bodies and posterior horns. The damaged part of the medial meniscus was trimmed to a stable edge and sutured. After firing the fast fix, the handle did not spring back and needed to be manually pushed back into the channel; as a result, the t2 could not be deployed. T1 was removed from the patient. The procedure was completed using an sn backup device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An analysis of the customer provided images found three devices, one shows the suture and one implant outside the needle, the other one shows the suture with one implant outside the needle and another implant on the needle, the third device does not have any suture or implants visible. A clinical evaluation states that photos of the devices were provided for review; however, they do not indicate a root cause for the reported event. The device IFU does warn, ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the actuator cycled the t2 off the needle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An analysis of the customer provided images found three devices, one shows the suture and one implant outside the needle, the other one shows the suture with one implant outside the needle and another implant on the needle, the third device does not have any suture or implants visible. A clinical evaluation states that photos of the devices were provided for review; however, they do not indicate a root cause for the reported event. The device IFU does warn, ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.